Manufacturer narrative:
Cracked reservoir tube lip, scratched display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.